Event description:
The complainant reported to boston scientific (bsc) on january 2, 2007 that a patient (age & gender unknown) underwent a diagnostic procedure. The radial jaw 4 biopsy forceps was utilized within the small bowel. Three days after the procedure, the patient experienced some bleeding due to perforation at the biopsy site and was admitted to the hospital for a blood transfusion. The procedure was completed successfully. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.